Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was oversensing. The physician was not able to reporduce the oversensing so an invasive procedure was performed to evaluate the system. The physician was not able to identify a cause for the oversensing; therefore, he elected to explant the ICD and transvenous defibrillation lead.